Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test step for positive flow verify during testing. Active exhalation controller was replaced to address the issue. Device passed all testing.